Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the array appeared in proper circular formation for all pulse deliveries. When attempting to withdraw the loop catheter into the sheath, the array was stuck and would not retract into the sheath. Using fluoroscopy, it was noted that the distal tip of the array was stuck. The sheath and loop catheter were maneuvered in a manner that allowed the array to withdraw further into the sheath. The loop catheter was removed from the patient via the sheath and it was observed that the distal tip of the array was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012274311 was returned and analyzed. Visual inspection was performed and the loop catheter appeared intact although the array was inverted on receipt. X-ray imaging was done to verify if the reported knot issue had led to any breaking of the wires inside the array. No anomalies with the wires was observed. The catheter was connected to both the test catheter interface cable and the returned cable without any resistance. The connection was secure, as indicated by both latches fully engaging into the catheter connector. No functional testing was performed on the returned catheter due to the condition it was received in. In conclusion, the reported knotted array was not confirmed but the array was observed to be inverted. The loop catheter failed the returned product inspection due to an inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.